Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.

Event description:
We received a letter from a pt, stating that he underwent revision surgery due to the nail fracturing 9 months post op.